Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. The remining longevity at the follow-up on (B)(6) 2019 was 80% but at the (B)(6) device check it was 5%. Device data was submitted to technical services for review. Premature battery depletion was confirmed and device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about 10 days later. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was due to a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential for exhibiting this behavior. This particular model / serial device was not included in the emblem s-ICD premature battery depletion advisory population; however, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
(B)(4). This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. The remaining longevity at the follow-up in (B)(6) 2019 was 80% but at the april device check it was 5%. Device data was submitted to technical services for review. Premature battery depletion was confirmed and device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about 10 days later. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.